Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Tampon broke in two when I took it out) had to go to the doctor to take it out- vagina [foreign body in reproductive tract] broke in two- tampon [device breakage] broke in two when I took it out, had to go to the doctor to take it out [complication of device removal] case narrative: consumer reported via e-mail that the tampon broke in two during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Tampon broke in two when I took it out) had to go to the doctor to take it out vagina [foreign body in reproductive tract] broke in two- tampon [device breakage] broke in two when I took it out, had to go to the doctor to take it out [complication of device removal] case narrative: consumer reported via e-mail that the tampon broke in two during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Tampon broke in two when I took it out) had to go to the doctor to take it out- vagina [foreign body in reproductive tract] broke in two- tampon [device breakage] broke in two when I took it out, had to go to the doctor to take it out [complication of device removal] case narrative: consumer reported via e-mail that the tampon broke in two during removal. No serious injury reported.